Event description:
Facility reports chemo drug leaked from set near the filter in a patient home. The leak was contained by the patient who taped the set and proceeded with the infusion. No patient injury or medical intervention was reported.